Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer e-mail stated 5 tampons did not have a string when opened. No injury was reported.

Manufacturer narrative:
Product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer e-mail stated 5 tampons did not have a string when opened. No injury was reported.